Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing a heart attack and diabetic ketoacidosis. Customer's blood glucose (bg) level was 1077 mg/dl; cause was unknown. Customer received an insulin, bicarbonate, and fluid drip to address bg levels. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the customer had manual injections as alternate insulin therapy.